Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery for pain. Patient ID: 002-00645

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery for pain 3 weeks post-operative. Patient ID : (B)(6)".